Event description:
This ra lead was implanted on (B)(6) 2014. And was explanted on (B)(6) 2018. A product experience report receive on (B)(6) 2018, stated that this lead was part of system infection. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).